Manufacturer narrative:
(B)(4). Power loss alarm, low battery alarm and power error detected confirmed in the long trace. Power loss alarm occurred after the power error detected was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error detected was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alert. The customer¿s blood glucose level was 6.8 mmol/l at the time of incident and 5.4 mg/dl at the time of call. The customer received a low battery alert prior to the replace battery alert. The customer stated that the battery was not previously used. Customer stated that the battery cap not loosed, cracked or damaged. Troubleshooting was performed. Customer stated that the second occurrence of replace battery alert without a low battery warning. The customer was advised to the insulin pump would need to be replaced and they may continue to wear insulin pump until replacement arrives. The insulin pump will be returned for analysis.